Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. The site tried to turn the handheld off and then on again, but it would not power on anymore. A replacement handheld was sent to the site. The handheld and flashcard were returned to manufacturer. Product analysis of the handheld and software is pending.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.